Manufacturer narrative:
Investigation conclusion: tested 5x returned devices from kit lot 707039, pouch lot 149462 with negative standard. Tested 5x returned devices from kit lot 706563, pouch lot 145935 with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Investigation summary: in response to your complaint, we tested returned devices from the returned kit lots 706563 and 707039 with negative standard. In our quality control laboratory, all the returned devices tested yielded valid and accurate negative results at the ten (10) minute result read time. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: could not duplicate with returns. Source: phone.

Event description:
Reported 2 false positive results. The consumer communicated the results were confirmed negative by molecular (pcr testing).